Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a demonstration, when cs300 intra-aortic balloon pump (iabp) was unplugged for approximately 10 minutes it read low battery. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that the iabp unit was evaluated by them, and that the batteries failed being less than a year old, and most likely due to the fact that the iabp unit was kept unplugged. To address the issue, the customer replaced the batteries. The iabp unit was then cleared for clinical use.

Event description:
It was initially reported that during a demonstration, when the cs300 intra-aortic balloon pump (iabp) was unplugged for approximately 10 minutes it read low battery. However, it was later clarified by the customer that the issue had occurred during transport of a patient. There was no patient harm, serious injury or adverse event reported.